Event description:
Event description this ventak p implantable cardioverter defibrillator (ICD) was returned to cpi one year after it was explanted. The ICD had been implanted for 42.2 months, and there was no allegation received concerning this ICD. This event was created as a result of cpi's returned product testing. This aicd is on recall FDA# 462/464-2. The physician was notified 05/05/92.